Event description:
It was reported that there was high impedance on both defibrillation coils, with possible fracture noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: a 419488 lead implanted: (B)(6) 2010. A 5076-52 lead, implanted: (B)(6) 2006 . (B)(4).

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.